Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The diss air filter was replaced and re-tightened all hose connections from compressor. Expiratory cassette membrane was replaced. The ventilator passed multiple pre-use checks and was exercised on a test lung without failure. The ventilator passed all performance and safety tests according to factory specifications. The ventilator was cleared for clinical use. The provided picture of the filter confirmed the reported problem. The received logs confirmed the reported alarms in (B)(6) 2021. The air filter is located between the compressor and the ventilator¿s air supply. It is an optional accessory used for dehumidification of in-going air. If the air filter malfunctions/starts leaking during ventilation, ventilation may stop and this will then cause the ventilator to generate several visible and audible alarms. No parts was returned for investigation. The root cause for the filter malfunction could not be determined.

Event description:
It was reported that the ventilator alarmed for low air supply pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).